Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Updated fields include: b5 e1

Event description:
Clinical study eminent it was reported restenosis occurred. The index procedure was performed in november 2019. The 99% stenosis target lesion was located in right mid to distal superficial femoral artery (sfa) and was 100mm long with a proximal reference vessel diameter of 5.5mm and distal reference vessel diameter of 5.5mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation, followed by placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 10%. The subject was discharged two days later with antiplatelet therapy. In december 2021, the subject presented for protocol scheduled 24-month follow-up visit with the symptoms of slight weakness in right limb and severe problems in walking after climbing 2 flights of stairs. On arrival, rutherford classification was at 1 (mild claudication), ankle branchial index (abi) ratio in target limb was 0.8 and a duplex ultrasound examination performed revealed high graded in-stent re-stenosis in the right sfa. No action was taken at this time. On january 19, 2023, it was further reported that the event was considered to be resolved with sequelae. There were no further reported adverse consequences to the patient.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Clinical study (B)(6). It was reported restenosis occurred. The index procedure was performed in (B)(6) 2019. The 99% stenosis target lesion was located in right mid to distal superficial femoral artery (sfa) and was 100mm long with a proximal reference vessel diameter of 5.5mm and distal reference vessel diameter of 5.5mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation, followed by placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 10%. The subject was discharged two days later with antiplatelet therapy. In (B)(6) 2021, the subject presented for protocol scheduled 24-month follow-up visit with the symptoms of slight weakness in right limb and severe problems in walking after climbing 2 flights of stairs. On arrival, rutherford classification was at 1 (mild claudication), ankle branchial index (abi) ratio in target limb was 0.8 and a duplex ultrasound examination performed revealed high graded in-stent re-stenosis in the right sfa. No action has been taken at this time and the event is considered on going.